Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
The insulin pump was unable to prime during the prime test and alarmed during the basic occlusion test due to moisture damage on the force sensor resistor. A corroded motor home switch was noted. The insulin pump passed the displacement test. The insulin pump had a cracked reservoir tube lip and minor scratches on the display window. All of the buttons functioned properly. However, corroded keypad traces were noted. Moisture damage was also noted on the electronic assembly.

Event description:
Customer called to report the insulin pump alarmed for motor error during the rewind process. The customer also mentioned that the down arrow button was unresponsive. Blood glucose reading was 115 mg/dl. The customer stated that the insulin pump had been exposed to a strong magnetic field when he was getting a chest x-ray done. Customer also stated there was moisture under the display screen. Advised that the insulin pump will be replaced. Nothing further reported.